Event description:
The customer reported to olympus, during inspection, the evis lucera elite gastrointestinal videoscope had an angulation malfunction. Upon inspection of the customer¿s returned device it was observed, the nozzle was found clogged with foreign matter. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material clogging the nozzle could not be determined. The investigation did confirm, that the customer¿s reprocessing was performed in accordance with the IFU. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to wear of the angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, due to deformation of section (s)-cover, water tightness was lost, the adhesive on the bending section cover (a-rubber) had a chip, the adhesive on the a-rubber had a crack, the adhesive on the a-rubber had a white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, the suction cylinder was scraped with a cleaning brush, damage or deformation was noted due to physical stress, switch 4 (sw4) had wear, the image guide (ig) protector had a scratch, the protector of universal cord on control section side had a scratch, the objective lens had a scratch, adhesives around light guide (lg) lens had white-clouded area, and the plastic distal end cover (c-cover) had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.